Event description:
Additional info received. The pt did not did not require a colostomy. The blood transfusion was required due to pt's diagnosis of lymphoma with a platelet deficit not due to device failure. The surgeon extended the incision a little to complete anastomosis. Upon review of additional info, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was rpeorted when the device was used a colon resection procedure, it did not fire. Consequently, the pt required a blood transfusion and incision was extended. Pt received a colostomy. There were no 0ther reported pt consequences.